Manufacturer narrative:
Na.

Event description:
The customer obtained a result of 4.9 inr at 10:35 while using his coaguchek xs meter (serial number (B)(4)). He retested at 10:44 and obtained a result of 3.7 inr. He used two different vials of strips, both from the same lot. A new finger was used for each test. He did not report either test result to his doctor as he is unsure which result to believe. The customer will follow-up with his physician. There was no treatment or medication changes done based on these meter results. His therapeutic range is 2.5-3.5 inr. The customer is not on heparin of any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any recent coumadin dose changes but he did start on "eperenon" on (B)(6) 2016. He also started a cream for his scalp called "caric" three weeks ago. He has not had any recent diet changes. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material met the specifications. The complaint has not been substantiated.